Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related MFR report#s: 2183959-2012-01000, 01001. On (B)(6), 2008, a monarc subfascial hammock, was implanted. The mesh was implanted to treat for "stress urinary incontinence and vaginal vault prolapse." Plaintiff's attorney has alleged that the mesh, "has caused severe and irreversible injuries, conditions, and damage." It was reported that, in (B)(6) 2009, plaintiff underwent "surgery to remove the mesh, as well as revisionary surgery, and vaginal reconstruction to correct the injuries caused by the mesh." It was also alleged that, as a result of the mesh, "plaintiff began experiencing recurrent pelvic pain, erosions, and recurrent infection of the tissue around the mesh," and that "plaintiff has suffered and continues to suffer from chronic physical pain and severe emotional injuries," and had "pain and suffering" from "severe and permanent personal injuries," and other losses.